Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the customer, we run a closed circuit with vacuum on our venous reservoir. If the occlusion was loose on any one of our three sucker pumps, we will no longer be applying vacuum to the venous reservoir which can then cause the loss of venous return to the reservoir. The right heart will not be empty, we may not have enough volume to keep flows adequate without additional volume, etc.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump head would not hold its occlusion. The device was not changed out, as the pump occlusion was repeatedly re-tightened during the procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.